Manufacturer narrative:
The device has been received at medtronic (B)(4), however evaluation results are pending completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the customer indicates that the user saw a patient interface module communication error, which alerted them to the reported issue. The system did not recognize the electrodes when going from the setup screen to the monitoring screen. A replacement patient module was used to complete the case.

Manufacturer narrative:
The product analysis indicates the reported issue was confirmed. The cable failed, the chain standoff was loose and two bumpers were missing. The cable, electrodes pwa, and bumpers were replaced. The chain standoff was fastened. The device was repaired and successfully tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
The customer reported that preoperative, the patient module was not working. There was no patient impact or injury.